Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. During a procedure involving a 2.75 x 24mm promus premier select drug-eluting stent, a dissection occurred. Another promus premier select stent was implanted to cover the dissection. There were no other patient complications reported.